Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that all of the keypad buttons are intermittently responsive. There was evidence of adhesive found under the key contacts. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient reported that all of the keypad buttons were not responding to button presses for a month. In addition, the patient reported that the keypad buttons were getting worse and that the keypad buttons required multiple button presses to elicit a response. The patient also stated that the keypad buttons did not spring back as expected. In addition, the patient reported that the keypad was intact but worn. The patient also indicated that she wears the pump in a pocket and that she does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.